Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked and the lower portion of the screen is no longer responsive to presses. Customer stated they believe the pump was dropped causing the screen to crack. Customer stated that they experienced multiple low blood glucose levels due to the reported issue. Reportedly, on one occasion the customer had a seizure which caused his hand to become cut open, and on two other occasions the paramedics were called and the customer was given glucagon to stabilize blood glucose levels. Customer declined to go to the emergency room on both occasions. Customer's blood glucose levels were stabilize with glucagon, orange juice, and peanut butter. Customer indicated they will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.